Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected the fluid shield and assembly door (asm) door were found to be broken. Functional testing was performed. Although the device is not involved, functional tests were performed to rule out any failure or malfunction. The verification tests passed successfully. No probable cause was found because this device is not the one involved in the event. D9 - date returned to mfg: 12/16/2025.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360 and it was reported that the patient, who had been transferred from the intensive care unit, was receiving a continuous infusion of hydromorphone. In this case, the patient had undergone postoperative procedures, including lavage and drainage of purulent material from an abdominal wall abscess, as well as a hemicolectomy. The patient was receiving a pre-prepared mixture of 8 mg hydromorphone and 36 cc of 0.9 per cent saline solution, with a titratable dose set at 1 cc-h. The patient received a dose higher than intended, resulting in an overdose and subsequent adverse effects. The patient reportedly presented with desaturation, changes in the electrocardiographic trace, altered pupil responses, mild disorientation, and diaphoresis, among other symptoms. These issues were later stabilized following the administration of naloxone as an antidote. There was patient involvement and patient harm reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The event history for this device does not demonstrate infusion activity consistent with the reported scenario, functional testing and inspection were performed to evaluate device performance. All applicable verification tests passed. No device malfunction or uncontrolled over-delivery was identified during evaluation or testing.